Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she has had insulin squirt out of her infusion set while priming. The customer's blood glucose level was unknown. They stated that this had happened more than once. The insulin pump will be returned for analysis.